Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of part replacement and issue resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: over-voltage protection (ovp) circuit failed alarm, a check vent: 35 v supply failed alarm, and a 5 v supply failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the voltages shown on the pneumatics screen, which showed as 3.3v = 0, 5v = 0, 35v = 0. The rse advised the customer that the advised part replacement was the power management (pm) printed circuit board assembly (pcba) and provided the part information. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer, it was confirmed that the replacement power management (pm) printed circuit board assembly (pcba) had been received and replaced, but the issue persisted. The customer stated that a replacement motor controller (mc) pcba had been ordered. The investigation is ongoing.